Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the power supply assembly and observed proper device operation through functional and performance testing.  After replacement of other unrelated parts, the device was returned to the customer for use. The removed power supply assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to process residue on two filters, designators fl4 and fl10 which was leading to observed reset condition.  This also caused an intermittent lock up condition and a dc power issue.

Event description:
The customer initially reported that the service indicator was illuminated and their device had logged some non-critical event codes. After a device evaluation by physio-control, it was observed that the device was rebooting on its own. There was no report of any patient use associated with the reported issue.